Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed three areas of buckling/kinks at 96cm, 98.5cm and 99.5cm from the tip. The infusion line appeared to have burst proximal to the buckling/kinks, approximately 102cm to 103.5cm from the tip. Functional testing revealed the device functioned as designed, however, a leak was observed at the burst infusion line. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the shaft became split. A jetstream xc catheter was selected for a lower extremity angiogram procedure in the superficial femoral artery. During the procedure, the catheter split down the center of the shaft after one run blades down. It was not known what caused this to happen. The device was removed and the case was finished using eluvia. No patient complications were reported. The patient condition after the procedure was stable and doing well.

Event description:
It was reported that the shaft became split. A jetstream xc catheter was selected for a lower extremity angiogram procedure in the superficial femoral artery. During the procedure, the catheter split down the center of the shaft after one run blades down. It was not known what caused this to happen. The device was removed and the case was finished using eluvia. No patient complications were reported. The patient condition after the procedure was stable and doing well.